Event description:
It was reported that the customer experienced a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried to reload the same cartridge but received another cartridge alarm 30. Subsequently, the customer replaced the entire cartridge, which resolved the issue, although a cartridge alarm 20 occurred separately. Technical support decided to replace the pump due to multiple cartridge alarms, and any replacement pump questions were addressed in another case related to cartridge alarm 20.